Manufacturer narrative:
B2: the patient's date of death is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6) ); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) was transferred from nas for issues charging their implant. Caller stated that it has been taking 2-3 hours to charge the implant and when they do get it to go, the implant battery gets hot. Agent asked if it is the paddle that is getting hot - caller stated that it feels like the battery in their back is getting pretty hot since about a week ago. Agent asked caller if they have had any falls or trauma and caller stated no and also denied weight loss/gain. Agent asked - pt stated they usually charge the implant with stimulation off. Pt then stated that yesterday and last night they could not get the implant to charge at all. Pt stated it takes 45 minutes to "connect" and then 2 hours to charge. Agent had caller reset the controller. Caller confirmed no visible damage to the recharger cord/pins or the controller port. Caller then connected the recharger and confirmed controller at 100% and implant 30% recharging excellent. Agent recommended to monitor the issue and can call back if it is the paddle on the recharger that is hot. Agent redirected to hcp if the hot sensation is from the implant battery. Patient called back and stated t hey are still having issues trying to charge their implant. Patient noted that before when they called they were at least able to get it to "show green" for a little while and charge, but then it would just stop after a bit. Patient stated that now they can't even get it to show green at all and just keeps saying to reposition the recharger. Patient stated they've moved the recharger around and around but it never starts charging. Patient noted that they need to get the implant charged up because their toes are burning without it; agent understood patient had a return of symptoms due to being without stimulation. An email was sent to repair to replace the recharger. Pt called back stating that they were sent a new recharger, however they still couldn't get a connection to their ins. Pt said that they were redirected to their hcp, so they went to hcp and had x-rays done, but then hcp told them to call mdt to have a rep check the ins battery. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient began recharging with a new charger. The patient was instructed to call the patient back if there are any issues with overheating. No additional actions/interventions were needed at the time. The information was confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.